Manufacturer narrative:
Correction to h6: included coding for reported inflation/deflation issues h3 other text : device not returned for evaluation.

Event description:
It was reported that the patient is experiencing pain and had a bulge at the base of his penis. The device also will not deflate or inflate properly with his ams ambicor inflatable prosthesis. The patient would like patient service to contact him and give him a referral to see a physician near him. Should additional information be received a supplemental report will be submitted. Additional information was received that patient services contacted this patient and directed him to the edcure.org website to assist him in find a different urologist. The patient stated that he may go back to dr. Bui at cedar sinai first. Additional information was received that this patient also experienced an aneurysm of the left cylinder. This patient has now had a replacement of his ams ambicor inflatable prosthesis (app). An 12x16cm app was implanted.

Manufacturer narrative:
Analysis results: malfunction was reported. The ambicor device was visually inspected and functionally tested. No leak was found. One cylinder and the pump performed within specifications. There was a bulge and broken fabric threads in the other cylinder, this cylinder was not functionally tested due to the bulge. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that the patient is experiencing pain and had a bulge at the base of his penis. The device also will not deflate or inflate properly with his ams ambicor inflatable prosthesis. The patient would like patient service to contact him and give him a referral to see a physician near him. Should additional information be received a supplemental report will be submitted. Additional information was received that patient services contacted this patient and directed him to the edcure.org website to assist him in find a different urologist. The patient stated that he may go back to dr. Bui at cedar sinai first. Additional information was received that this patient also experienced an aneurysm of the left cylinder. This patient has now had a replacement of his ams ambicor inflatable prosthesis (app). An 12x16cm app was implanted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient is experiencing pain and had a bulge at the base of his penis. The device also will not deflate or inflate properly with his ams ambicor inflatable prosthesis. The patient would like patient service to contact him and give him a referral to see a physician near him. Should additional information be received a supplemental report will be submitted. Additional information was received that patient services contacted this patient and directed him to the edcure.org website to assist him in find a different urologist. The patient stated that he may go back to dr. Bui at cedar sinai first. Additional information was received that this patient also experienced an aneurysm of the left cylinder. This patient has now had a replacement of his ams ambicor inflatable prosthesis (app). An 12x16cm app was implanted.